Event description:
It was reported that the right ventricular (rv) lead had fractured. The shock channel appeared messy and high out-of-range shock impedance measurements were observed. It was noted that the left ventricular (lv) lead was configured to the rv, and as a result, the lv pace impedance measurements were high and out-of-range as well. Subsequently, the device was turned off, the patient was fitted with a life vest, and rv lead revision was anticipated. This right ventricular (rv) lead remains implanted at this time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).